Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic for follow up post-paced t-wave oversensing was observed. The device was reprogrammed successfully.